Event description:
It was reported that implant was not placed due to lack of primary stability and another implant was placed during the same surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G7: type of report, follow-up number . H2: follow up type . H10: additional narrative. The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is likely due to the patient bone quality (pre-existing condition) or the surgical technique. There is no reported malfunction and/or deficiency of the implant and there is not indication that the implant has caused or contributed to the failed attempt to place the implant. More than 800 complaints related to this event have been investigated since (B)(6) 2017 and, out of these investigations, no signals indicating potential manufacturing non-conformances affecting primary stability have been identified. Therefore, this event has been deemed not reportable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported implant did not achieve primary stability during surgery and was removed.